Manufacturer narrative:
The suspect device was returned and evaluated. Functional delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected, and the product was within specification.

Event description:
Information was received that reported a patient has been having incidence of hyperglycemia. The reporter stated that her blood glucose has been very labile with many unexplained highs that were difficult to control. Per the patient's endocrinologist, the patient was to return the device for evaluation; to ensure that it is functioning correctly, and ID not contribute to the reported incidence.